Event description:
A malfunction alarm occurred with the reported pump. There was no information provided relating to the impact on the customer's blood glucose level. The pump was able to start, charge, and was recognized by the computer, and it is being returned for replacement with an expected return date of september 29, 2025.